Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown citation stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device discarded by hospital..

Event description:
It was reported that the patient underwent primary tha with citation stem (cat# 6265-2-xxx). Primary surgery date was not specified). In 2010, the patient underwent revision surgery with adept.

Event description:
It was reported that the patient underwent primary tha with citation stem (cat# 6265-2-xxx). Primary surgery date was not specified). In 2010, the patient underwent revision surgery with adept.

Manufacturer narrative:
As reported product details. 6265-2-xxx, unknown citation stem. A review of the provided medical information by a clinical consultant indicated: "the x-ray shows a citation stem in primary implantation condition which means the stem was left in place and only the acetabular component was revised to an adept system with new large metal-on-metal (mom) head and cup. It means at least there was not a major problem with the stem, otherwise it would have been exchanged as well. Taper corrosion is not probable, otherwise surgeon would not have converted to mom. So, we may assume the stem was quite okay without issues and thus was retained which leaves the question what the acetabular problem has been." An event regarding revision surgery involving an adept cup (competitor device) was reported. Conclusion: based on the provided information and the medical performed the product reported in this investigation did not contribute to the event. No allegation of failure was made against the reported device and remains implanted.